Event description:
It was reported after the implant, the patient was not able to feel his legs. It was noted that the patient experienced a loss of reflexes in the lower extremities. It was noted that an ¿emergent¿ MRI was performed. It was noted that after the MRI, no product complaint or diagnosis was made. It was noted that the patient began to regain feeling in his legs before the manufacturing representative left. It was noted that the product stayed implanted. Additional information received reported that the patient was beginning to regain feeling, but his battery was not programmed. Information previously reported in manufacturer report number 3004209178-2014-04164. Moving forward all follow up for this event will be in this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s bladder was ruptured by a catheter during the implant on (B)(6) 2014. The patient had been ¿bleeding nonstop for 48 hours¿. The patient was implanted on (B)(6) 2014. It was noted that the patient went to the intensive care unit after the implant. The patient was planning to see a specialist for their bladder. The patient¿s spinal cord stimulator wasn¿t programmed because they had to have two mris, so the patient was going to have their device programmed sometime in the future. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).